Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to account. A technical support specialist remote into server and checked the user account in active directory and confirmed with the customer that the issue was resolved at their end. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user was unable to log in, even though the account was set up correctly in pyxis. The user had previously been able to log in with no issues. When the user entered their username at the medstation, they received an ¿unable to authenticate¿ error message. They also attempted to log in on other medstations and experienced the same issue. The user account showed as active in pyxis admin. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.